Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps1 power supply was adjusted. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys was beeping but would not produce fluoroscopic x-ray. There is no report of pt injury.